Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a respiratory arrest and was hospitalized. Drug delivered via the implanted device was prialt. Add itional information has been requested; a follow-up report will be sent when it becomes available.